Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2007; c4tr01 implantable pulse generator (ipg), (B)(6) 2014. (B)(4).

Event description:
It was reported that two weeks post implant there was no capture on the epicardial left ventricular (lv) lead in any configuration at maximum outputs. The lv lead was turned off. It was also reported that in the same timeframe there was intermittent sensing on the right atrial (ra) lead, and that the p waves had dropped. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.